Manufacturer narrative:
A ge rep has not yet evaluated the system.

Event description:
Customer reported they did not hear the fluoro timer indicator during 5 minutes of fluoro. No pt injury was reported.